Event description:
During a thoracotomy vats, the device jaws would not open fully. The jaws were opened manually but would not remain open. Another device was used to complete the case. There was no patient consequence.